Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while using the force bipolar instrument, the jaw broke. The jaw did not come completely off while in the patients abdomen, and the instrument was removed with no patient harm. A backup force bipolar instrument was used to complete the procedure with no further issues reported. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to the initial reporter to obtain additional information. However, no further details have been received as of the date of this report.